Event description:
Customer reported that the current system's charging port was loose, requiring constant adjustment to charge successfully. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional actions were taken.